Manufacturer narrative:
(B)(4). The customer reported the ventilator passed extended self tests; the customer to inspect the expiratory module. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the ventilator inoperative. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.